Manufacturer narrative:
The lot number is unknown for this complaint. Based on the customer's sales history, the following are potential lot numbers /expiration dates: 150428b / 3-31-2018, 150713b / 6-30-2018, 150715b / 6-30-2018, 151106b / 10-31-2018. The actual sample was not returned to the manufacturing facility for evaluation and the lot # is unknown. Therefore, the investigation was based upon the user facility information and the evaluation of two reserved samples from each of the following lot numbers: 150428b , 150713b, 150715b, 151106b. Visual inspection revealed no anomalies or defects. Functional testing was conducted and confirmed to meet manufacturing specification. Dimensional testing was conducted and confirmed to meet manufacturer specification. Functional testing could not reproduce the reported failure. A device history review was conducted for this product code for all reported potential lots with no relevant findings. A review of the inspection records for all potential lots was conducted with no relevant findings. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo medical products (hangzhou) co., ltd. (Manufacturer) registration no. 3004102031. Exemption number e2015024. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. Device not returned to manufacturer

Event description:
The user facility reported a nurse incurred a needle stick using the sv*s23nl30 device. Follow-up communication from the user facility reported the following information: after using the device on the patient, the nurse attempted to place the protector back on the needle, then incurred a needle stick; it was reported the protector "slides" next to the needle.